Event description:
The resident at the hospital, alleged that following event: "the insert could not fit part (B)(4). The insert was discarded and replaced by another insert (same reference)." No adverse consequences and no delay are reported by the account.

Manufacturer narrative:
Associated device: trident psl ha cluster 52mm, catalog # 542-11-52e, lot code 38564501. A supplemental report will be submitted upon completion of the investigation.